Manufacturer narrative:
Date of event: 2017. Device was manufactured from june 3, 2016 to june 7, 2016. A sample was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection on the unit using the naked eye found the fillport cap was missing. The cause of the missing fillport cap could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had a missing cap. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.